Event description:
The gentleman got out of bed without assistance & he stepped on the bag. The catheter broke off, leaving the tip inside the bladder. The pt needed cystoscopy to remove the tip. He had a small amount of bleeding at the time of the incident.